Manufacturer narrative:
The product has been returned for evaluation, and testing: however, the engineering evaluation has not been completed. Also, x-ray's have been received, and will be reviewed. This is the first of two products involved with this event, which is associated with mfg. Report #9616099-2005-01585, and #9616099-2005-1586.

Event description:
Female patient was presented to the interventional lab for a bilateral lliac stenting procedure. The vessels were described as mildly calcified and tortuous. The physician used a femoral approach, and inserted an .035 amplatz rosen guidewire to access the lesions without difficulty. The lesions were not pre-dilated. Using the "kissing " stent technique, the physician successfully deplioyed two stents in the lliac arteries, bilaterally, however, one of the deployed stents appeared to have a discrepancy in length, which was later confirmed when the stents were post-dilated with a 4 cm. Long balloon. The information states that the product looked normal when it was taken from the packaging. The sds behaved normally as it was advanced, and deployed in vessel, and intervention was not required since the lesion was successfully covered. There was no injury to the patient.